Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient was "tiny and skinny" and was losing weight, "becoming pretty deconditioned." Due to this, her neurostimulator had slid down in the pocket closer to her butt. The patient had pocket revision surgery the day of the report. Her physician moved the neurostimulator higher to iliac crest because, the patient had more soft tissue there. The pocket revision solved the issue and the patient was receiving effective therapy.